Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that the water was not flown with a syringe due to the sticking of ruby-ball during priming before implanting the valve. The surgeon tried to flow it by force more, and it was flushed with having momentum. After that, no resistance was felt with the water injection by syringe, so the valve breakage was suspected. There was no abnormality on the product by visual inspection. The sales rep told that damage due to water flow was quite unlikely. The valve was replaced with back-up one. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
It was previously reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.